Manufacturer narrative:
Attempts were made to obtain additional patient information, however no additional information will be provided. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the of the leading olive/polyimide wire separation could not be determined with the provided information.

Event description:
On (B)(6) 2016, the patient underwent emergent treatment of a ruptured abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported, the contralateral leg component was advanced and positioned with no noted resistance. The device was deployed without issue and the catheter removed from the patient. Reportedly, intra-operative imaging showed the delivery catheter had broken at the polyimide/trailing olive junction, and the leading olive and polyimide guidewire lumen remained on the guidewire within the patient. It was reported the sheath and delivery catheter were removed entirely from the patient. A snare catheter was used to successfully remove the leading olive and polyimide guidewire lumen from the patient. The procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. Reportedly, nothing about the patient's anatomy caused or contributed to the complete separation of the leading olive and polyimide guidewire lumen, the cause of the separation is reported to be unknown. The device was reportedly discarded at the facility and therefore, is not available for evaluation.